Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient either passed away or has had a heart transplant. The ventricular assist device (vad) coordinator requested analysis of the device log files. The vad coordinator provided a summary of the log files. Log files captured a backup battery installation failure on 09jul2025, and a controller reset where both power leads were disconnected from the controller, leading to pump stoppage. There were no noticeable alarms or parameter changes prior to these events. Following review of the log files by tech services, it appeared that the mcs equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery not installed and dual power cable disconnect alarm was confirmed via the submitted log files. The submitted log file revealed a backup battery not installed alarm was captured on (B)(6) 2025, 19:02:02 - 22:40:23. The controller was powered off shortly after, at the timestamp 0:00:00 (B)(6) 2000. During this time controller clock corrupt alarms are captured consistent with the year 2000 timestamp. Events leading up to the controller clock corrupt include the controller being disconnected from external power while the backup battery was not installed. Of note, while the controller clock corrupt alarms are captured a backup battery was connected to the system, however, an intermittent backup battery not installed alarm is captured on (B)(6) 2000, 0:00:03. The clock was resynched on (B)(6) 2025, 19:00:41. The controller being powered back on (B)(6) 2025 is consistent with log file retrieval. The system controller (hsc-145206) was not returned for testing. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported backup battery not installed alarm was unable to be conclusively determined through this investigation. A root cause for the controller reset was determined to be user error in disconnecting both power cables. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use section 2 ¿system operations¿ addresses how to properly replace the backup battery in the system controller and how to properly maintain all components. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms, including backup battery fault alarms. Additionally, it outlines actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 IFU section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigations conclusion: the heartmate 3 system controller was evaluated following a report of a transplant/pump explant on (B)(6) 2025. The submitted log files revealed events consistent with the report of a pump explant/transplant. No atypical events regarding the system controller were observed throughout the data. The system controller ((B)(6)) was not returned for testing. Provided information indicated that the patient had a transplant. No issues could be correlated to the system controller. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use section 2 ¿system operations¿ addresses how to properly replace the backup battery in the system controller and how to properly maintain all components. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms, including backup battery fault alarms. Additionally, it outlines actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 IFU section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.